Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right internal carotid artery with calcification. The first large emboshield nav6 embolic protection system (eps) was attempted to be used in the procedure; however, the filter was not able to be loaded into the delivery catheter (dc) pod. This filter was not used in the patient. Then a second emboshield eps was advanced with resistance due to calcification and when the filter was deployed the filter detached from an unspecified guide wire (gw) and became mobile (loose) on the gw. The second emboshield was able to be removed from the patient without issue. The procedure was completed without an eps device. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty advancing and material separation could not be confirmed as only the delivery catheter was returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based the reported information, the reported difficulty advancing and material separation appear to be related to operational context. It is likely that the reported resistance during advancing was due to interaction with the lesion calcification. The material separation was likely a result of damage to the barewire causing the filter to become loose on the guidewire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed, it was reported that a barewire was used with the second emboshield nav6 embolic protection system (eps) , and not unspecified guide wire (gw). No additional information was provided.